Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the lens was manipulated too much in injector resulting in enlarged incision for the new lens. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., d.10. H.3., h.6. And h.10. The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was passed between the posts and down towards the well area. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The root cause for the reported complaint appears to be related to failure to follow the instruction for use (IFU). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).